Manufacturer narrative:
Evaluation: analysis: the valve was returned to medtronic cut into many small pieces. Pannus is present on the inflow and outflow surface of one of the leaflets and on two of the commissures. Pannus is attached to several small pieces that were rec'd, and on the outside of the native aorta. Visual examination shows no evidence of vegetation or endocarditis on the returned valve pieces. Radiography shows no evidence of mineralization in the remnants of this valve. Review of the device record shows that the valve met manufacturing requirements when released for distribution. Conclusion: reduce performance of the device and lack of effectiveness likely related to host tissue overgrowth. Pannus is attached to several small pieces of the returned valve. Device explanted and replaced without reported pt complication.